Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 25-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2015 for permanent birth control. Shortly before her essure procedure, plaintiff consulted with her healthcare provider to discuss permanent forms of birth control. Physician recommended the essure device/procedure as an alternative to tubal ligation, stating that essure was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. Plaintiff relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2015, she underwent the essure procedure. Immediately following the procedure, plaintiff began experiencing severe back pain and severe abdominal pain that required admission to the hospital. She continued to experience severe back pain, severe menstrual pain, abnormal and heavy bleeding, severe pain on her right side, and severe abdominal cramping and pain. On or about (B)(6) 2015, plaintiff sought medical attention for these complications and was advised by doctor that her symptoms were related to her essure implant. On or about august 2015, she also learned information from other women online who had similar symptoms to her after being implanted with the essure. Finally, after learning that the essure coils were causing her complications and causing the same problems in other women, plaintiff visited her healthcare provider to explore her options to have the coils removed. On or about (B)(6) 2015, she underwent a salpingectomy as a definitive solution to the pain and suffering. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffered as a result of the coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, abdominal cramping and abnormal heavy bleeding both listed events in essure's reference safety information. Severe abdominal pain, abdominal cramping serious event due to hospitalization reported while other event due to medical importance. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after placement consumer experienced severe abdominal pain, abdominal cramping that required admission to the hospital. Also she had abnormal and heavy bleeding. She underwent a salpingectomy as a definitive solution to the pain and suffering, 4 months after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 12-sep-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, abdominal cramping and abnormal heavy bleeding both listed events in essure's reference safety information. Severe abdominal pain, abdominal cramping serious event due to hospitalization reported while other event due to medical importance. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after placement consumer experienced severe abdominal pain, abdominal cramping that required admission to the hospital. Also she had abnormal and heavy bleeding. She underwent a salpingectomy as a definitive solution to the pain and suffering, 4 months after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / severe abdominal cramping and pain"), pelvic pain ("pain / pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: iud from 2010 to 2015. Concurrent conditions included hypertension (nature of treatment was medication.) Since 2010, umbilical hernia, hematuria and ovarian cyst ruptured. Concomitant products included lisinopril since 2010, oxygen and oxytocin (pitocin). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping) / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and fatigue ("fatigue / fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("severe pain on her right side"), procedural pain ("painful post-operative recovery"), neck pain ("sore neck, horrible soreness"), oropharyngeal pain ("sore throat") and complication of device insertion ("doctor could not get the device inserted on either side because cervix was tilted"). The patient was treated with surgery and surgery (on (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, procedural pain, fatigue, neck pain, oropharyngeal pain and complication of device insertion outcome was unknown, the pelvic pain, back pain and dysmenorrhoea was resolving and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, complication of device insertion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, oropharyngeal pain, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / severe abdominal cramping and pain"), pelvic pain ("pain / pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure (batch no. C35236 l 38338, 074383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included umbilical hernia, hypokalemia, ovarian cyst ruptured and umbilical hernia. Previously administered products included for birth control: iud from 2010 to 2015. Concurrent conditions included hypertension (nature of treatment was medication.) Since 2010, umbilical hernia, hematuria, ovarian cyst ruptured, migraine, menometrorrhagia, tenderness, endometriosis, delirium and post coital bleeding. Concomitant products included lisinopril since 2010, oxygen and oxytocin (pitocin). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping) / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / abnormal bleeding (menorrhagia)") and fatigue ("fatigue / fatigue"). In (B)(6) 2015, the patient experienced pain in extremity ("upper thigh pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("severe pain on her right side"), procedural pain ("painful post-operative recovery"), neck pain ("sore neck, horrible soreness"), oropharyngeal pain ("sore throat"), complication of device insertion ("doctor could not get the device inserted on either side because cervix was tilted") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (on (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, procedural pain, fatigue, neck pain, oropharyngeal pain, complication of device insertion, pain in extremity and abdominal pain lower outcome was unknown, the pelvic pain and back pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device insertion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, oropharyngeal pain, pain, pain in extremity, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: concerned that some part of her previously removed iud might still be there. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: plaintiff fact sheet received. Event thigh pain, lower abdominal pain & lot number were added. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / severe abdominal cramping and pain"), pelvic pain ("pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: iud from 2010 to 2015. Concurrent conditions included hypertension (nature of treatment was medication.) Since 2010. Concomitant products included lisinopril since 2010. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("severe pain on her right side") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery and surgery (on (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, procedural pain, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown, the pelvic pain, back pain and dysmenorrhoea was resolving and the genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient details, historical drug, concomitant disease and concomitant drug were added. Abnormal bleeding (vaginal, menorrhagia), pain, fatigue and did you undergo an essure confirmation test: no were added. Essure lot number was added. Essure insertion date was changed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / severe abdominal cramping and pain"), pelvic pain ("pain") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure (batch no. C35236) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor could not get the device inserted on either side because cervix was tilted" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for birth control: iud from 2010 to 2015. Concurrent conditions included hypertension (nature of treatment was medication.) Since 2010, umbilical hernia, hematuria and ovarian cyst ruptured. Concomitant products included lisinopril since 2010, oxygen and oxytocin (pitocin). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("severe pain on her right side"), procedural pain ("painful post-operative recovery"), neck pain ("sore neck, horrible soreness") and oropharyngeal pain ("sore throat"). The patient was treated with surgery and surgery (on (B)(6) 2015 salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pain, procedural pain, vaginal haemorrhage, menorrhagia, fatigue, neck pain and oropharyngeal pain outcome was unknown, the pelvic pain, back pain and dysmenorrhoea was resolving and the genital haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck pain, oropharyngeal pain, pain, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff reported that, her neck and throat were super sore, the oxygen tubing had caused a horrible soreness. Plaintiff further reported that, doctor could not get the device inserted on either side because she had a tilted cervix, doctor gave her a 3 doses of pitocin which dilated her to a point that her body was in labor, she was taken to emergency room. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Follow-up information received on 03-nov-2016 from legal claim: following the essure devices removal and bilateral salpingectomy, the plaintiff suffered a painful post-operative recovery. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain, abdominal cramping and abnormal heavy bleeding both listed events in essure's reference safety information. Severe abdominal pain, abdominal cramping serious event due to hospitalization reported while other event due to medical importance. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after placement consumer experienced severe abdominal pain, abdominal cramping that required admission to the hospital. Also she had abnormal and heavy bleeding. She underwent a salpingectomy as a definitive solution to the pain and suffering, 4 months after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.